Event description:
It was reported that the pump had alarmed ¿no disposable¿ during the infusion. It had finished 3 hours early, but there had been no delay in treatment. The drug being infused had been 5-fluorouracil with a continuous infusion rate of 2.2 ml/hour. The reservoir volume had been 100 ml, given on (B)(6) 2024 at 12:50. The air detector had been on, and the upstream sensor had been off. The length of the infusion had been 46 hours. The lock level had been set to yes. A closed system drug transfer device (cstd) had been used to fill the cassette, but the pump had not been used to prime the extension tubing. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.